Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that visualization during the procedure was difficult due to the patient's anatomy. However, three clips were implanted reducing the mr to grade 2. On (B)(6) 2022, a single leaflet device attachment (slda) was observed in the first implanted clip. The clip was detached from the anterior leaflet, however, the mr remained at grade 2. An additional procedure was performed to stabilize the slda clip. One additional clip was implanted medially on a3p3. The clip stabilized the slda but the mr grade remained unchanged at 2. The physician attributed the slda to the patients large posterior flail. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution and slda were due to patient morphology/pathology. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.